Manufacturer narrative:
Original submission narrative: this issue is under investigation. A follow-up report will be submitted when the investigation results are available. Follow-up narrative: this supplemental report is being submitted to update the device available for evaluation , update the follow-up type , update the device evaluated by manufacturer , update the event problem and evaluation codes , and provide the investigation results. Investigation results: the scanning conditions are not the same. It is nearly impossible to achieve the same plane of insonation for the doppler signal with two different transducers. Even then if it were possible to achieve the exact position, the caliper replacement cannot be exactly placed as it was on the original waveform. There was no a remarkable difference in measurement results between 4v1c and p8-4 transducers. The users do not only consider the flow velocity (including shunt flow) to diagnosis the status of heart disease but also consider patient condition, rv pressure or other factors that needs to be evaluated. In addition, other exam results such as cardiac CT, MRI are considered for final diagnosis of heart diseases (including shunt defect, valvular disease, or other heart diseases which need cw doppler exam). There was no product issue identified. Note: the original emdr was submitted to the non-production environment. This report is to submit to the production environment. All original files are attached. This emdr contains both the initial and fu#1.

Event description:
As a result of a recent FDA inspection, we are retrospectively reviewing complaints and associated documents for compliance to the regulations from 2015 to date. We have strengthened our MDR reporting criteria and we are reporting the attached medical device report in accordance with our new criteria. As a result of this retrospective review, this MDR is being reported immediately upon discovery. It was reported that a test scan using the 4v1c and p:8-4 transducers default application (cardiac/vascular) was conducted. The testing was performed on a demo system at a siemens office. During testing, it was found that the cw velocity measurement values were not matching when using 4v1c and p8-4 transducers. There was no patient involved during the testing so there was no loss of data. No additional information was provided.